Event description:
Pt safety officer requests assistance with event log review for (B)(6) 2012 through (B)(6) 2012, because of an apparent over-infusion of morphine pca. Various programming occurred in this period of time. Intended programming: concentration 5 mg/ml, volume 30 ml (150 mg), dose 3 mg continuous, pca dose 2 mg every 15 minutes with lock out (max dose) of 9 mg per hour. Pharmacist stated that around the time of the event, pt was sitting in bed and that he had a history of being very opioid tolerant. The pt's respiratory rate reportedly remained stable during the infusion and after the reported event, he died the following day. Confirmed with customer syringe contents and label: morphine, concentration 5 mg/ml, syringe volume 30 ml = 150 mg; 13.74 mg wasted after his death. No additional event or pt info is available.

Manufacturer narrative:
Manufacturer's report date: 09/13/2012. (B)(4). Device not received, log review only. The requested event log review has been completed and confirmed that a programming discrepancy occurred based on the reported intended programming parameters. The log indicated the user changed the profile around 08:48 am on (B)(6) 2012, from (B)(6) clc pca to clc and attempted to program a pca infusion, but received a pop up message stating the profile did not have a pca drug library (dataset). The user attempted to select two other profiles, sdu 4h-hardwired and 4h-telemetry, but was stopped by requiring the attachment of an etco2 module. The user finally changed the profile to ICU/ER/cath, which allowed the user to select a 1 mg/ml morphine concentration versus the intended concentration of 5 mg/1 ml, which is the concentration listed for morphine in the profile of hospice clc pca. This selection resulted in the dosing being 5 times greater than intended. The user allowed the infusion to run for just over 10 hours, which included a syringe replacement. Then the infusion parameters were changed to the intended programming. During the noted infusion discrepancy, the device logged delivering 4935584 ml. No malfunction of a device was reported or is believed to have occurred. The proximate cause for the reported pca infusion discrepancy is being attributed to user programming based on the reported intended infusion parameters.